Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding the patient who was implanted with an implantable neurostimulator. It was reported that there was in increase in pocket incision pain, swelling, and discharge, but no redness or fever. The patient noted that it seemed infected. No diagnostics were performed, but the patient was evaluated by the health care provider on (B)(6) 2018 who prescribed antibiotics. The antibiotics were prescribed, but they don't seem to be resolving the issue. The patient did have an additional surgery (fusion) since her implant about 1-2 months prior to the report. The patient was redirected to her health care provider. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the infection was not because of the device, but it was because of her sutures. The manufacturer representative was not able to get the device to help the pain and thought that something else was wrong. The patient had an MRI and found out that two disks had broken and her spine was bending. The patient noted that it was just about ready to break the spinal cord. There were no further complications reported or anticipated.